Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the quick serter doesn't hold the infusion set properly. The release button also seemed to be getting stuck and not releasing. Blood glucose reading was 576 mg/dl. Advised that the serter will be replaced. Nothing further reported.